Event description:
Nurse was priming blood tubing and noted the tubing was leaking. The tubing was sent to clinical engineering for eval. It was determined that the tubing was leaking from the top of the filter chamber.